Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms and noise. Additionally, the patient experienced pocket stimulation. Boston scientific technical services (ts) discussed troubleshooting options. An in-clinic follow up was scheduled, however, the patient did not show up for the appointment. No further follow up has been scheduled at this time. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.